Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patients clothes would get caught on their ipg. As a result surgical intervention was undertaken on (B)(6) 2018 and the ipg pocket was repositioned. The patient denied any pain at the ipg site.